Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -16.0/+2.0/099 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
B5 - the lens was exchanged with a longer length lens on (B)(6) 2023 due to low vault with rotation. Claim # (B)(4).